Event description:
Initial MDR assessment was based on erroneous information in the device service manual for the reported event. The intent of the auxiliary alarm supply test is to ensure that the voltage supply is sufficient enough to drive the backup audible and alarm led in case of total loss of power to the system, and if it fails a message is posted and an non-silence able alarm is annunciated. This is a power on self test and the failure would be detected prior to being used on a patient, therefore there would be no potential for death or serious injury to a patient. The device service manual has been revised to address the finding.

Event description:
The customer reported the ventilator shut down and alarmed during operation and would not power back on. The customer reported there was no patient harm. The manufacturer's service technician confirmed the reported event. The service technician verified the device would not power on. The service technician replaced the power management pcb board. Review of the ventilator diagnostic history noted an auxiliary alarm supply failed occurrence. The ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source may be detrimental to a patient if this type of event occurs. The ventilator passed applicable final testing.